Manufacturer narrative:
The field experience was confirmed. The inner insulation was damaged, close to the distal end of the trifurcation boot, due to accelerated fatigue caused by the fixation of the lead and the positioning. The fatigue motion also abraded one of the sensing cables in the same area, leading to exposed wires.

Event description:
It was reported that a decrease in impedance and varying r-wave amplitudes were observed. Hence, the lead was explanted.